Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 483 mg/dl and administered an injection of insulin. The customer changed the cartridge and infusion set. Tandem technical support was unable to trouble shoot to determine a possible cause of this occlusion as the cartridge and infusion set had been changed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.